Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No pump was sent to melsungen for investigation. The attached history files were analyzed. On (B)(6) 2025 a new therapy of magnesium "mgso10" was configurated at 11:19am. A volume of 55ml and a flow rate of 55ml/h were set. The therapy was started at 11:19am. The vtbi therapy was finished at 12:19pm. At 12:35pm a new vtbi therapy was configurated. A flow rate of 55ml/h and a new volume of 20ml were set. The therapy was started at 12:35pm. At 12:57pm the therapy was finished (20ml). At 01:02pm a new vtbi of 30ml were set and the therapy was started again with a flow rate of 55ml/h. The vtbi near end alarm occurred at 01:30pm. A new vtbi of 30ml were set at 01:33pm. The therapy was started again at 01:33pm. The therapy was finished at 02:06pm. No therapy was done with the pump after this therapy on (B)(6) 2025. The complaint is not confirmed. No technical malfunction occurred. Instead of a vtbi of 55ml a vtbi of 20ml were set at 12:35pm. This is the reason for early alarm and about half of the medication left in the bag. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on (B)(6) 2025, (B)(6) started therapy for magnesium suplate @ rate 55ml/hr with vtbi 55ml. Infusion was started at 1235hrs and was expected to finish at 1335hrs. At 1300hrs, (B)(6) found that pump was alarming kvo. (B)(6) saw that the bag had about half of the medication left."